Event description:
During femoral arteriotomy closure following ptca/stent procedure, user was unable to retract suture capturing needles. Subsequent attempts to retract the needles, including disassembly of the device, resulted in one of the suture carrying arms becoming detached from the device. Surgery was performed the next day to successfully remove the arm from the pt.